Event description:
A 26 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology at the time of implant are unk, however, the pt anatomy was described as suboptimal. It was reported at the time of explant the anatomy of the vessel was severly tortuous with an aneurysm neck diameter of 29-30 mm. It was reported that the pt was brought in with severe abdominal pain. A computed tomography scan demonstrated that the stent graft migrated into the aneurysm sac resulting in a type I endoleak. The stent graft was explanted in 2004 and coverted to a conventional graft. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft, and its analysis is pending.